Manufacturer narrative:
One level 1® hotline® blood and fluid warmer was returned for analysis. A crack was found on the crack enclosure under the drain fitting, worn line cord and water tank cover was missing along with reflux plug was missing. The unit was powered on; alarms functioned as intended. Based on the evidence there is no fault found as the complaint was not confirmed.

Event description:
Information was received that a smiths medical level 1 hotline 3 blood and fluid warmer did not have an audible alarm. It was also reported the warmer had a "bad pcb". No adverse effects were reported.